Event description:
Allegedly the patient is experiencing the following mom complications: pain and elevated cobalt level (right).

Manufacturer narrative:
This is the same event as 3010536692-2014-01814.